Manufacturer narrative:
B1: no reportable product problem or serious injury occurred based on receiving the investigation results. H1: no reportable product malfunction occurred based on receiving the investigation results. Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death or serious injury and there is no precedence of this malfunction leading to an adverse event. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, quality control data, and specifications. One device was returned for investigation. Inspection of the returned device confirmed the catheter was received in used condition. The catheter had several kinks that started at the distal tip at 2cm, 2.5cm, 3.2cm, 4.1cm, 7.5cm, 14cm, and 29cm. The catheter was bent beginning at 16cm, and the length of the bend measured 2.5cm. Further magnification of the balloon confirmed that the balloon was intact and was not ruptured. Functional testing was performed using tap water to inflate the balloon. The balloon did not inflate. Water leaked from the distal tip. This indicated a lack of communication between the inflation and flush lumens. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: always inflate the balloon with a sterile liquid. Never inflate with air, carbon dioxide or any other gas. Precautions: do not over inflate. Using excessive pressure to inflate the balloon on this device can cause the balloon to rupture. Refer to product label or the inflation check valve on the balloon device for appropriate balloon volume. This device is designed for single use only/ attempts to reprocess, re-sterilize, and /or reuse may lead to device failure and /or transmission of disease. Severe kinks in the catheter can penetrate or break the inner lumen wall causing the catheter to leak. While a burst balloon was not confirmed as a result of this investigation, the complaint is confirmed since a lumen communication would result in the difficulty experienced by the customer of a balloon collapsing during the procedure. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a sonohysterography, a cook silicone balloon hysterosalpingography injection catheter was inflated with 1 ml of saline solution. The balloon then burst later in the procedure. The balloon was immediately removed by the physician. The balloon was then replaced with another cook silicone balloon hysterosalpingography injection catheter to finish the procedure. No section of the device remained inside the patient's body. No additional procedures were required due to this occurrence. No adverse effects to the patient were reported due to this occurrence.